Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant suspected a (B)(6) male patient developing hemolysis and renal failure during impella support, as evident by red urine. Haptoglobin was delivered as treatment.